Event description:
It was reported that the patient was have their stimulator system removed because when the system was turned on it was not "working" or providing pain relief. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product typ lead product ID 37752 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product typ recharger product ID 37742 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product typ programmer, patient product ID 3708160 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product typ extension product ID 3708160 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product typ extension. (B)(4).